Manufacturer narrative:
(B)(4). Problem of needle detachment. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior posterior vaginal repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle detached while placing inside the patient. The procedure was completed using the same device. All other information is unknown. Should additional relevant details become available a supplemental report will be submitted.